Event description:
The international customer reported the ventilator alarmed due to the exhalation valve cannot close. The customer reported the device was not in use therefore there was no patient involvement or harm. If the exhalation valve is open, the exhalation system may be open to atmosphere and unable to provide a pressurized breath. The manufacturers service provider confirmed the reported problem. The service provider reported the motor controller pcb board and three station solenoid were replaced to address the reported problem.